Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were unable to rewind the insulin pump. Customer also reported being in a vehicular accident and was hospitalized for the incident. The customer's insulin pump was removed from their body at the time of hospitalization. The customer stated they were disconnected from the insulin pump for two months as a result. Customer was able to complete the prime and rewind sequence at the end of the call. The customer's blood glucose was 226 mg/dl at the time of the call. The insulin pump will not be returned for analysis.